Event description:
It was reported that the pump touchscreen was not responding. Customer declined troubleshooting and further follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.